Event description:
Caller reported nano system blood glucose results, all mg/dl: 214 at 12:34 am 241 at 12:32 am 229 at 12:28 am 198 at 12:21 am 185 at 12:20 am 223 at 12:19 am 386 at 12:18 am no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.